Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. A defibrillation threshold (dft) test was performed to determine lead integrity and a code 1005 was obtained. It is planned to perform a lead and device changeout procedure in the following days. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. A defibrillation threshold (dft) test was performed to determine lead integrity and a code 1005 was obtained. It is planned to perform a lead and device change out procedure in the following days. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.